Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the head returned of the low-profile screw 3.0 x 18mm was broken off from the device. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. Per dfu-0125-eo g. Precautions - 4. Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw. The most likely cause of the reported failure can be attributed to user error, specifically due to improper misaligned insertion; prying/leveraging and/or user-applied excessive mechanical forces during insertion of the screw implant.

Event description:
It was reported that during an arthrodesis surgery with a 3.0 plate the screw broke during insertion. The screw remained in the patient and the broken part was retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.